Event description:
It was reported that during a laparoscopic surgery procedure, the clips applied by this clip applier failed to close properly and would not hold the tissue as intended. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned. Additional information: did anything unexpected happen prior to this incident no. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Cystic duct. Normal size. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? No. Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? I didn't see anything unusual. Does the patient have any relevant history of surgical treatments? If so, what? I don't remember. Is the surgeon an experienced user of this product? Yes. The case was carried out and finished by opening a new device. Was any further intervention required to repair the leak? Yes. Is the patient expected to have a full recovery? Yes. What is the patient's current status? Good.